Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was stated that when the pump was in her back, morphine was "five point something", but when they moved the pump to the front it was "one point something". It was reported that the patient's pump was not working because she was going through withdrawals. She was so "deathly sick". She was throwing up, sweating, and experiencing diarrhea. Those symptoms were confirmed to be related to withdrawal. She was at the healthcare provider (hcp)'s office a week prior to the time of the report and the hcp increased her morphine by half a milligram. It was also reported that the pump had been giving her "problems since it was put in last (B)(6)" since sometimes the pump would stop and the patient would go through withdrawals after which the pump started working again. The hcp checked the pump "on a day" and there was no problem with the pump. The patient reported that the pump "definitely stopped". The patient noticed those problems since the pump was implanted. It was also reported that they moved the pump from the "back to the front" when she got it placed in august because the pump was "sluggy". She had been having problems since. When the hcp moved the pump last (B)(6), they gave her oxycodone until the wound healed, and then the patient started getting sick when she was off the oxycodone and the pump never worked since last (B)(6). The patient could not stay on the phone any longer because she was not feeling well. No further complication was reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Interrogation of the returned pump showed medication in the pump was saline at 0.0060 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) from device manufacturer representative. The pump was explanted on (B)(6) 2018 and the catheter was patent with no issue found. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient had been having episodes of withdrawal since the pump was implanted and wanted to know why the healthcare provider (hcp) did recognize withdrawal symptoms. It was further noted that they were getting refills and the pump was stopping. Sometimes the patient would wake up throwing up and being sick, and twice the patient had went to ER because she was unconscious, and norco had to be used to get her awake. For a while the patient was sick every day, every 24 hours she would be sick, then the rest of the time be fine. It was indicated at one time the patient had morphine, at another line later it was indicated that the patient received dilaudid. The total system was explanted.

Manufacturer narrative:
Continuation of d11: product ID 8782 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8784 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: 2018-(B)(6) ubd: 2017-(B)(6) UDI: (B)(4) product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the report of a patient outcome of "hospitalization" and "disability". Updated to reflect the information received via medwatch on 2019-mar-05. Patient codes (B)(4) added to reflect the information received on 2019-mar-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-mar-05 from a regulatory body. It was reported that pump was in an improper location when it was implanted. The patient experienced "endless disruption" of normal daily activities including a diminished ability to sit, sleep, or walk. The patient experienced frequent hospitalizations and ER visits and reported pain, loss of consciousness, vomiting, and being "near death" twice. A locus change of the device occurred as the pump was surgically moved from the back to the front. The implanted device was removed. It was noted as an event outcome that the patient experienced disability/permanent damage. The date of the event was as (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that the catheter was tied off and remains in the patient. No further complications have been reported as a result of this event.